Manufacturer narrative:
A philips field service engineer walked the customer through replacing the bearing. A thorough investigation was performed to identify the root cause of the reported issue. The engineering team determined the failure was caused by a hardware issue in the articulating arm latching mechanism preventing the locking solenoid from fully engaging. This action was reported to FDA per 21 cfr part 806 on 7/16/21. Reference corrections and removal report number 3019216-07/16/21-002-c.

Event description:
A customer reported that the articulation arm was not locking in the swivel position on their epiq 7c ultrasound system while transporting the system. The failure occurred outside of clinical use and no patient or user was harmed as a result of the issue. A replacement bearing was sent to the customer.

Event description:
A customer reported that the articulation arm was not locking in the swivel position on their epiq 7c ultrasound system while transporting the system. The failure occurred outside of clinical use and no patient or user was harmed as a result of the issue. The manufacturer has started an investigation into the customers allegation. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
An addendum report is being submitted to provide the date received by manufacturer with the philips¿ become aware date. The information is in the g3 field.